Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridge during basal delivery. The customer's blood glucose level ranged from 128-150 mg/dl and it was addressed with a manual injection. The customer loaded a new cartridge onto the pump and indicated that they would contact their healthcare provider to obtain manual injections for backup therapy.